Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via the cst tool that during a knee arthroscopy the wand was opened from new packaging, and when connected and tested in saline, the rf did not have any sign of ablation when pressing the button. The sound could be heard but no reaction happened. They restarted the machine a few times and could not solve the problem. They decided to open a new wand with the same product number and the operation was successful with no patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer's evaluation revealed that the active continuity was out of range across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated which has identified the components used in the process are not compatible for this method of joining. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. Design changes are being implemented to correct this issue. This lot of product was manufactured before the corrective actions. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.